Manufacturer narrative:
This report originally filed as 2028159-2026-00010. Additional corrected information was provided in d1, d2, d4, g3, g6, h2, h8, h6, and h11. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The customer reported that ophthalmic vitrectomy cutter was not aspirating at an unknown timing of the surgery. The procedure type and surgery completion details were unknown. There was no information about patient impact. Additional information has been requested, but none received to date.